Manufacturer narrative:
The field service engineer (fse) confirmed that platelets were running high and identified the rbc diluent dispenser as a potential cause. The fse replaced the rbc diluent dispenser and fixed a kink in the tubing leading from blood sampling valve (bsv) to rbc bath. The fse verified repairs by running qc and daily check. Results met published performance specifications. The instrument was considered operational at the conclusion of this service visit. Bec internal identifier (B)(4).

Event description:
The customer reported that their lh780 analytical station has generated erratic high platelet (plt) results. Erroneous results were not reported outside of the lab. There was no change in patient treatment, or death or injury as a result of this event.